Event description:
Customer reported a button error alarm. The customer's blood glucose was unk. The customer stated her insulin pump may have been exposed to sweat. Customer was advised to disconnect from the insulin pump and revert to a back up plan. No add'l info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that minor scratches on the lcd window, cracked case on the lcd window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, cracked belt clip slot, missing end cap sticker and stained address/serial number label. Intermittent button response (act button) due to corroded keypad traces. Slightly corroded battery tube was observed. No button error alarms noted.